Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> according to the information received, it was reported that the device did not deploy. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 5l13422, and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a meniscal repair procedure on 2/11/2021, it was determined that the truespan 12 degree peek device was jammed that it did not deploy. There were no adverse patient consequences nor patient delay reported. No additional information was provided.